Event description:
Voluntary medwatch received states that it was reported that device interrogation revealed failure to capture and noise on the right ventricular (rv) lead. No changes or interventions were reported. There were no patient consequences.